Event description:
On (B)(6) 2011, the patient underwent endovascular repair of a descending thoracic aortic dissection using two gore® tag® thoracic endoprostheses (tgt3115/7905052, tgt3715/7662385). The patient tolerated the procedure with no endoleaks or adverse events revealed. On (B)(6) 2011, the patient was discharged of the hospital. Aneurysm diameter was 60mm at the time of hospital discharge. In later follow-up studies, endoleaks or other adverse events had not occurred to the patient. On (B)(6) 2012, a distal type I endoleak with aneurysm enlargement was revealed. On (B)(6) 2012, the patient was implanted with an additional gore® tag® thoracic endoprosthesis to treat the distal type I endoleak. On (B)(6) 2012, in two-year follow-up study, the aneurysm diameter was 67mm.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Added a possible cause of the distal type I endoleak that has been obtained.

Event description:
On (B)(6) 2011, the patient underwent endovascular repair of a descending thoracic aortic dissection using two gore tag thoracic endoprostheses (tgt3115/7905052, tgt3715/7662385). The patient tolerated the procedure with no endoleaks or adverse events revealed. On (B)(6) 2011, the patient was discharged of the hospital. Aneurysm diameter was 60mm at the time of hospital discharge. In later follow-up studies, endoleaks or other adverse events had not occurred to the patient. On (B)(6) 2012, a distal type I endoleak with aneurysm enlargement was revealed. On (B)(6) 2012, the patient was implanted with an additional gore tag thoracic endoprosthesis to treat the distal type I endoleak. On (B)(6) 2012, in two-year follow-up study, the aneurysm diameter was 67mm. It was reported that there was a descending thoracic aortic aneurysm in an area distal to where a tag device was implanted, and this aneurysm had changed its shape, which might have caused the distal type I endoleak.